Manufacturer narrative:
(B)(4). Photograph of loose staples. A photograph of the staples were returned. Based on the type and degree of malformation of the staples, the staples appeared to have come from the transactional staple line. The malformation of these staples may have been the result of the knife from the circular device cutting out the lumen and/or dislodged during device removal. These staples were probably dislodged during the original procedure. The post operative complication was most likely not related to the subject staples since the stapled anastomosis was repaired intra operatively during the original procedure and then passed a pressure test. The cause of the complication could not be determined based on the photographic evidence provided.

Event description:
It was reported by the sales rep that during a low anterior resection procedure, after the anastamosis was created, a posterior leak was identified by an air test. The leak was repaired with suture and retested with no bubbles. Five days post op the patient presented with signs of sepsis. The patient was re-operated on and a hole at the anastomotic site was identified. The patient was given a colostomy. During the second operation, the surgeon identified some malformed staples in the patient's pelvis.